Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump language changed after coming out of storage mode. There was no reported adverse impact to the customer's blood glucose level. The pump was reset, and the customer continued to use the pump for insulin therapy.